Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported upon review of the pressure data collected by the system; that the patient was receiving inaccurate sensor readings. It was recommended that the sensor pressure measurement be checked using other clinical references. At the time the sensor was recalibrated on back end increasing the baseline by 37 mmhg. The patient is to follow up with a physician to determine the next course of action.

Event description:
Additional information received identified patient underwent right heart catheterization on (B)(6) 2018. No recalibration was needed and accurate readings were observed under the manufacturer's patient care network database.